Manufacturer narrative:
(B)(4). Approximate age of device ¿ 56 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had high lactate dehydrogenase (ldh) levels since implant. The patient remained hospitalized for an extended period of time post-operatively on IV heparin. There was no evidence of congestive heart failure, pump dysfunction, or hemolysis. Ramp studies under echocardiogram (echo) performed on multiple occasions were found to be normal along with normal ldh isoenzyme panels. The patient was eventually discharged from implant with an inr goal of 2.5-3.0 with frequent monitoring of ldh values. On (B)(6) 2016, the patient was admitted to the hospital with complaints of dyspnea on exertion the previous week, dark urine, and hypertension. The patient's lactate dehydrogenase (ldh) level upon admission was nearly 14 times normal despite an anticoagulation regimen of aspirin and warfarin. High dose IV heparin and inotropic therapy was started and the patient underwent a pump exchange on (B)(6) 2016 due to hemolysis, unspecified abnormal pump parameters, and suspected device thrombosis. It was reported that upon visual inspection of the explanted pump, the surgeon noted thrombus. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected device thrombosis and hemolysis. Upon disassembly of the device, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found adhered around the inlet bearing ball and rotor inlet. The two thrombus rings were similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings appeared to have formed in laminated layers and also revealed areas of denaturation, indicating that the thrombi developed in this location over an undetermined amount of time while the pump was operating. Although the evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations, they were obstructing approximately 30 to 40 percent of the blood flow pathway and could have contributed to the reported hemolysis. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.